Event description:
Customer is experiencing high blood glucose. The blood glucose reading is 442 mg/dl. Customer is feeling sick, nauseated and vomiting. Customer has been high for three hours. The paramedics were called. The blood glucose reading increased to 454 mg/dl. Customer out of breath and disoriented. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.